Event description:
Using dexcom g7 it says my blood sugar is 126 but I feel awful. I test my blood sugar and it's 257. I input this into the dexcom to recalibrate and it won't accept calibration which then my insulin pump does not get the correct reading to dose the insulin for. This happened multiple times. Dexcom doesn't care and just continues to block you from getting a hold of them on social media and just notes your account as that's gonna do anything.